Event description:
It was reported that the customer experienced a low blood glucose (bg) level reading of "low", specific value was not provided. Customer consumed carbohydrates to address the issue and went to the emergency room. Customer was treated with "glucose packets" and was discharged the following day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.